Manufacturer narrative:
Other relevant device(s) are: product ID: 37083, serial/lot #: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 26-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured when the implantable neurostimulator (ins) was interrogated on 2016-06-07. Impedances were measured to be greater than 10,000 ohms on electrodes 1 and 3. The patient had high impedance with their previous system without stimulation being affected. After the implantable neurostimulator (ins) was replaced, the high impedances remained, but stimulation was not affected. The patient did not experience any symptoms. No actions were taken. The outcome was unresolved with no further action planned. The etiology was possibly related to the device or therapy and not related to the implant procedure. Additional information was received from the clinical site via a manufacturer representative (rep). It was reported that the patient's ins was explanted and replaced because of normal battery depletion and impedance values not in range. Patient medical history was reported. The patient's pain type was neuropathic, due to injury to the tissue of the nervous system. The primary indication was traumatic nerve injury with a year of onset of 2009. The patient did not have back and/or leg pain; the primary location of the pain was in the head/neck. The first device for this indication was an ins that was first implanted on (B)(6) 2010. The patient was alive with no injury. Additional information was received from the rep. It was reported that high impedance was already observed with the previous system implant without affecting stimulation. After replacement of the stimulator, impedance remained high during the procedure but the stimulation was still effective; therefore, no action would be taken. No symptoms were experienced by the patient. The cause of the out of range impedance was not reported. It was noted that this information was confirmed with the physician/account. Additional information was received from the clinical site. It was reported that during interrogation the high impedance was still present, and therefore it was expected that the high impedance was located in the leads or extension. Refer to MFR report # 3004209178-2016-13798 for the report of high impedance that occurred with the ins that was implanted from (B)(6) 2016 to (B)(6) 2019. Refer to MFR report # 3007566237-2016-02548 for the report of high impedance that occurred with the ins implanted prior to (B)(6) 2016.